Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the stimulation is spotty they feel the stimulation for few mins and then they don't feel any stimulation since they received the implantable neurostimulator (ins). Agent asked patient to connect with the communicator and handset and handset continue to show not found. Agent check location and bluetooth are on. Agent assisted patient to reset both devices. The bluetooth light did not go on. The issue was not resolved through troubleshooting. A request was sent to the repair dept for communicator an power cord replacement.